Event description:
It was reported that the user entered an incorrect dexcom g7 continuous glucose monitor (cgm) sensor pairing code into the ilet bionic pancreas and subsequently received a replace sensor now alert; the user was assisted in entering the correct code and then replaced the sensor, after which the new sensor functioned properly. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.